Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was reported as amyotrophic lateral sclerosis. Related to MFR # 3011770902-2016-00146, 3011770902-2016-00148.

Manufacturer narrative:
Retraction of the following fields: (catalog # and expiration date), (manufacture date).